Manufacturer narrative:
Troubleshooting was performed with the customer, including disassembling, inspecting, cleaning and reassembling components and accessories. After troubleshooting, the customer indicated that the suction was still low. A replacement breast pump was sent to the customer and the original pump was requested for return. In follow up with a complaint handler on 08/22/2017, the customer reported that the new pump was working without issue. She also stated that she has completed her medication and her mastitis is no longer an issue. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6)2017, customer alleged that her freestyle breast pump had low suction for 5 days. She also reported that she had been diagnosed and treated with antibiotics for mastitis. She stated that she replaced the parts on her freestyle breast pump approximately one month ago.